Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.